Event description:
It was reported to philips that the system displayed a low disk space error, which could impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the electrophysiology procedure was performed when the issue happened, and the procedure was completed as planned to use the same system since fluoroscopy was available. The philips remote service engineer connected with the customer and confirmed the reported issue. After reviewing the log file, it was determined that the image processing pc failed to boot. The customer was told to restart the system, check the ethernet connection, and is responsible for device maintenance; they can contact philips for more help. To resolve the problem, customer replaced the cmos battery and ethernet cable in the ippc and after finding errors, they repaired the database and recreated the image store. After repairs were completed, the system was returned to use in good working. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure completed as planned on same system since fluoroscopy was available. By using the same system, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved and completed as planned by same system is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.